Manufacturer narrative:
The insulin pump power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest and displacement test. No failed battery test noted. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Pump error 53 found in the pump history (line number = (B)(4) and file number = (B)(4)) due to software error.

Event description:
The customer reported via phone call that insulin pump had hardware low level failure alarm and software error alarm. Blood glucose was unknown. Customer was able to successfully clear the alarm. The insulin pump will be returned for analysis.